Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient was at work and passed out. The patient's coworker called the emergency medical technician (emt) and when they arrived, they administered the patient a glucagon shot and the patient was transported to the hospital. The patient mother stated the cgm was displaying a reading of 80mg/dl at the time of even and when the patient's bg was tested it was 30mg/dl. The patient was monitored at the hospital for 3 hours and was instructed to eat food. The patient was released the same day. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.